Manufacturer narrative:
The information has only been provided to ambu by convatec, who was informed by the legal representative of the patient. Ambu has never received information from user or patient, and even upon recent contact to the user by ambu, it has not been possible to get any information regarding the alleged incident. Unomedical was purchased by ambu a/s from convatec upon completion of agreement 05/31/2012. Products manufactured prior to this date is the responsibility of convatec. The actual product model is not known, neither is the date of manufacturing. Following is stated in the instruction for use,(8690022-3, 2010-03), for the suspected products: warning: incorrect application or improper site selection may result in electrosurgical burn. Application: a well vascularised, muscular site, in close proximity to the surgical, should always be chosen. Do not apply over bony prominences. Ensure that the electrode is in full contact with the patients skin at all times. The IFU contains further instructions, and it is presumed that if the device had been used according to the instructions the incident would have been unlikely to happen. However as very sparse information have been provided, and none has been followed by evidence - it is not possible to determine root cause. Device not returned for evaluation

Event description:
According to plaintiff: during a surgical procedure the doctor placed an electrosurgical grounding pad on plaintiff's right shin causing plaintiff to suffer a third degree burn.